Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. Photographs were provided from the account. A photographic inspection was conducted. The delivery device was outside the loading device. The white plunger was observed to not depressed and we are unable to see the blue slide lock from the photograph. The seal was observed to be in the delivery tube. The tension spring assembly was inside the delivery tube, with the seal outside the tip of the delivery tube. A visual inspection was conducted on 09/05/2019. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The seal and tension spring assembly was inside the delivery device, with the seal outside the tip of the delivery tube. It was observed that the tension spring assembly was inserted in convoluted way, causing the delivery tube to be stretched sideways. The seal and tension spring assembly was removed from the delivery tube. The white plunger was not depressed and the blue slide lock was not engaged. No visual defects were observed on the seal. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the results of the evaluation, the reported failure fitting problem was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) string is incompletely clamped and released when retrieved after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) string is incompletely clamped and released when retrieved after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.